Manufacturer narrative:
A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the machine became inoperative during exams and turned off by itself on an integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.